Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a system controller was replaced under warranty due to a broken pin.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damaged pin within the controller's white cable was confirmed during the evaluation of the returned heartmate 3 system controller (B)(6). Visual inspection of the returned system controller confirmed that one pin in the white power connector was broken off, these pin are responsible for the negative power line of the white power cable. The controller was functionally tested and was found to perform as intended. The missing pin did not prevent the controller from operating a mock loop appropriately, and no alarms were produced. A log file was extracted from the system controller during testing; however, it contained no relevant data regarding the controller's missing pin. The pump operated at speeds above the low speed limit throughout the log file. The root cause of the damage to the system controller was unable to be determined through this analysis. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the integrity of the power module patient cable. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications, and was shipped on 07jul2022. No further information was provided. The manufacturer is closing the file on this event.